Event description:
Auto suture endostitch, needle broke off the auto suture endostitch instrument and 1/2 of the needle was unretrievable from pt's abdomen. Physician aware and took picture of needle location within the abdomen.